Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for call was patient reported they have not been able to charge their implanted neurostimulator for about 3 months and have not used it since. Patient said they tried it like 3 times and they couldn't recharge the ins. Patient reported seeing an error message on the controller that says settings not available, cannot provide your desired intensity settings screen #59. Agent asked patient if they saw this when they were trying to adjust stim and patient said no, they saw it when trying to recharge their ins. Patient noted that they have no made any therapy adjustments since having the scs placed and said that the scs works so great and they were feeling so good until they weren't. Patient said they called their surgeon's office and were redirected to call the manufacturer to request a new battery pack and controller. Agent reviewed meaning of screen #59. During call, patient plugged the controller (97745nt) in to the ac power supply and reported seeing memory problem message. Agent walked patient through the set up process. Patient confirmed they last charged the controller a long time ago. Patient confirmed controller was recharging during call. Agent advised patient to charge the controller to full and then attempt to recharge the implant. Agent reviewed recharging basics. Patient called back reporting their implant was fully charged; however, they were still seeing oor message in all therapy groups (a, b, and c). Patient reported message appears when attempting to increase intensity. Agent reviewed message and redirected to hcp to further address. Patient commented they have their rep's number and spoke to her yesterday, so they would call rep to see if they would come to their house, as they do not drive. Agent reviewed appointment typically would be at hcp office.